Manufacturer narrative:
While the user facility discarded the sample, an investigation will be completed using the details of the event and the catheter manufacture information. The results of this investigation are currently pending, and will be forwarded to FDA within 30 days of its conclusion via follow-up MDR.

Event description:
Upon catheter removal the catheter snapped and 4 cm remained in the patient's body.

Manufacturer narrative:
This complaint cannot be classified as no faulty sample nor further information was returned by the customer. The customer's report showed that the catheter broke off. It either broke off during its removal or during its use. The reason for failure either might a catheter tube over stretching or the consequences of a pressure overload using a 1 ml syringe for bolus injection. This is the first complaint for code 1261.32 regarding catheter embolism within the last three years. The user obviously disregarded the warning in the product's IFU concerning the maximum bolus pressure of 1.5 bar, the use of small syringes, over stretching the catheter and the contact with organic solvents.

Event description:
Upon catheter removal the catheter snapped and 4 cm remained in the patient's body.